Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that patient came in to the health care center with the pressure regulating balloon (prb) herniated at the right side of the lower abdomen. A week later, an artificial urinary sphincter (aus) revision surgery was performed in which the balloon was removed and replaced. There were no patient complications and after surgery the patient was fine.